Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported problems with the loudspeaker associated with their philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported problems with the loudspeaker associated with their philips information center ix (pic ix). The device was in use. There was no reported patient or user harm.